Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the customer's allegation reported in b5 could not be reproduced and no other reportable malfunctions were found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had image blur occasionally. There were no reports of patient harm.